Manufacturer narrative:
Re-calibrated the unit to fix the reported issue. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit would not ventilate, only bag mode of ventilation is available. There was no reported patient involvement.